Event description:
On (B)(6) 2025, a patient prepared for a venclose rf ablation procedure using the venclose evsrf catheter. Prior to the procedure, it was reported that the label indicated a catheter length of 60 cm, while the box stated 100 cm. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. In photo shows the box with label information is shown. Label information is matches with track wise. Based on the photo review, the reported labelling issue is determined to be confirmed. A definitive root cause for the device marking/labelling problem could not be determined based upon the provided information. Labeling review: the venclose labeling documents were reviewed. The provided photo shows the actual 100cm box with the 60cm labels affixed to the packaging. The product label includes all required product information per these documents for product vcous6f60 evsrf catheter, 60cm and lot#82687668; however, the artwork on the product box shows that the device is a 100cm device. The carton artwork should match with the corresponding artwork on the latex label. B5, g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepared for a venclose rf ablation procedure, before the procedure, it was reported that the label indicated a catheter length of 60 cm, while the box stated 100 cm. There was no patient contact.